Manufacturer narrative:
Investigation conclusion: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product use source: phone

Event description:
Customer reporting what they feel is a false positive sars result. No confirmation testing was performed. Through interview it was found the customer was testing with an expired kit.